Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported being diagnosed with an infection on (B)(6) 2022. No further information was provided. Upon follow up the pdrn confirmed the patient was diagnosed with peritonitis and transferred to hemodialysis in may, no date was provided. Additional details surrounding the patient¿s hospital course and condition were requested however the pdrn declined to provide further information.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the top cover was damaged. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed the system air leak test, and the valve actuation test. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the reported incident could not be reached.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported being diagnosed with an infection on (B)(6) 2022. No further information was provided. Upon follow up the pdrn confirmed the patient was diagnosed with peritonitis and transferred to hemodialysis in may, no date was provided. Additional details surrounding the patient¿s hospital course and condition were requested however the pdrn declined to provide further information.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported being diagnosed with an infection on 20/may/2022. No further information was provided. Upon follow up the pdrn confirmed the patient was diagnosed with peritonitis and transferred to hemodialysis in may, no date was provided. Additional details surrounding the patient¿s hospital course and condition were requested however the pdrn declined to provide further information.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.